Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# /serial#: (B)(4) , implanted: 2017-, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their husband needed an MRI. When they had the new system put in they couldn't get all of the old lead out. The representative at the surgery said to call about MRI guidelines. Information was reviewed.